Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included allergy to arugula and the concomitant medications were not reported. On an unspecified date, the consumer started using johnson and johnson reach dental floss unspecified, one foot, once daily, for flossing (route dental, lot number and expiration date unspecified). After an unspecified duration, about a year ago, while flossing the teeth, she noticed that the floss got held on the edge of back of her molars and when she pulled the floss, the back quarter of the tooth broke off. The consumer visited the county health department and was referred to consult some other dentist. The consumer had reintroduced the device. She continued to use the device and the events did not resolve. This report was assessed as serious (significant disability). The company causality was assessed as possible.

Event description:
This spontaneous report was received on 29-nov-2012, from a (B)(6) caucasian female consumer reporting on self from the united states. The medical history included allergy to arugula and the concomitant medications were not reported. On an unspecified date, the consumer started using johnson and johnson reach dental floss unspecified, one foot, once daily, for flossing (route dental, lot number and expiration date unspecified). After an unspecified duration, about a year ago, while flossing the teeth, she noticed that the floss got held on the edge of back of her molars and when she pulled the floss, the back quarter of the tooth broke off. The consumer visited the county health department and was referred to consult some other dentist. The consumer had reintroduced the device. She continued to use the device and the events did not resolve. This report was assessed as serious (significant disability). The company causality was assessed as possible. Additional information received on 20-dec-2012. Specific information concerning product and lot number was not provided and a field sample was not returned. Review of the product design, label, package, formula changes, and manufacturing process, could not be performed. Review of data associated with this complaint category revealed no adverse trends. Complaint trends would continue to be monitored. This report remains serious (significant disability). Additional information received on 05-nov-2013 the consumer was not taking any concomitant medications. On an unspecified date, during her first visit to her dentist, she was prescribed with clindamycin hydrochloride 150 mg orally one capsule three times a day for seven days. On (B)(6) 2013, she underwent an oral examination, full mouth series and prophylaxis of which the results were unknown. After the tests the dentist suggested not to remove the teeth. After 21 days, she underwent endodontic therapy with three root canals by the dentist on tooth number 18. She stated that now she had to eat gingerly because the tooth had a temporary covering to prevent infection and damage and also she was unable to eat anything that was not fairly soft nor could chew on the side of the molar under repair. This report remains serious (significant disability). Additional information received on 06-dec-2013. The consumer reported that, she had completed root canal with temporary filling. This report remains serious (significant disability).

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) caucasian female consumer reporting on self from the united states. The medical history included allergy to arugula and the concomitant medications were not reported. On an unspecified date, the consumer started using johnson and johnson reach dental floss unspecified, one foot, once daily, for flossing (route dental, lot number and expiration date unspecified). After an unspecified duration, about a year ago, while flossing the teeth, she noticed that the floss got held on the edge of back of her molars and when she pulled the floss, the back quarter of the tooth broke off. The consumer visited the county health department and was referred to consult some other dentist. The consumer had reintroduced the device. She continued to use the device and the events did not resolve. This report was assessed as serious (significant disability). The company causality was assessed as possible. Additional information received on (B)(4) 2012. Specific information concerning product and lot number was not provided and a field sample was not returned. Review of the product design, label, package, formula changes, and manufacturing process, could not be performed. Review of data associated with this complaint category revealed no adverse trends. Complaint trends would continue to be monitored. This report remains serious (significant disability).

Manufacturer narrative:
The date of this submission is 27-dec-2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 16-jan-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 29-nov-2012, from a (B)(6) caucasian female consumer reporting on self from the united states. The medical history included allergy to arugula and the concomitant medications were not reported. On an unspecified date, the consumer started using johnson and johnson reach dental floss unspecified, one foot, once daily, for flossing (route dental, lot number and expiration date unspecified). After an unspecified duration, about a year ago, while flossing the teeth, she noticed that the floss got held on the edge of back of her molars and when she pulled the floss, the back quarter of the tooth broke off. The consumer visited the county health department and was referred to consult some other dentist. The consumer had reintroduced the device. She continued to use the device and the events did not resolve. This report was assessed as serious (significant disability). The company causality was assessed as possible. Additional information received on 20-dec-2012. Specific information concerning product and lot number was not provided and a field sample was not returned. Review of the product design, label, package, formula changes, and manufacturing process, could not be performed. Review of data associated with this complaint category revealed no adverse trends. Complaint trends would continue to be monitored. This report remains serious (significant disability). Additional information received on 05-nov-2013 the consumer was not taking any concomitant medications. On an unspecified date, during her first visit to her dentist, she was prescribed with clindamycin hydrochloride 150 mg orally one capsule three times a day for seven days. On (B)(6) 2013, she underwent an oral examination, full mouth series and prophylaxis of which the results were unknown. After the tests the dentist suggested not to remove the teeth. After 21 days, she underwent endodontic therapy with three root canals by the dentist on tooth number 18. She stated that now she had to eat gingerly because the tooth had a temporary covering to prevent infection and damage and also she was unable to eat anything that was not fairly soft nor could chew on the side of the molar under repair. This report remains serious (significant disability). Additional information received on 06-dec-2013. The consumer reported that, she had completed root canal with temporary filling. This report remains serious (significant disability). Additional information was received on 02-jan-2014. The medical history included gingivitis and caries in the teeth. The event occurred in early 2007. The consumer consulted the health care professional on 18-apr-2007. Medical document received from the dentist stated that the consumer broke part of the tooth crown close to the nerve chamber of tooth number 15. The dentist did root canal therapy to the tooth. An x-ray was done on (B)(6) 2013. This report remains serious (significant disability).

Manufacturer narrative:
The date of this submission is 28-nov-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) caucasian female consumer reporting on self from the (B)(6). The medical history included allergy to arugula and the concomitant medications were not reported. On an unspecified date, the consumer started using johnson and johnson reach dental floss unspecified, one foot, once daily, for flossing (route dental, lot number and expiration date unspecified). After an unspecified duration, about a year ago, while flossing the teeth, she noticed that the floss got held on the edge of back of her molars and when she pulled the floss, the back quarter of the tooth broke off. The consumer visited the county health department and was referred to consult some other dentist. The consumer had reintroduced the device. She continued to use the device and the events did not resolve. This report was assessed as serious (significant disability). The company causality was assessed as possible. Additional information received on 20-dec-2012. Specific information concerning product and lot number was not provided and a field sample was not returned. Review of the product design, label, package, formula changes, and manufacturing process, could not be performed. Review of data associated with this complaint category revealed no adverse trends. Complaint trends would continue to be monitored. This report remains serious (significant disability). Additional information received on 05-nov-2013: the consumer was not taking any concomitant medications. On an unspecified date, during her first visit to her dentist, she was prescribed with clindamycin hydrochloride 150 mg orally one capsule three times a day for seven days. On (B)(6) 2013, she underwent an oral examination, full mouth series and prophylaxis of which the results were unknown. After the tests the dentist suggested not to remove the teeth. After 21 days, she underwent endodontic therapy with three root canals by the dentist on tooth number 18. She stated that now she had to eat gingerly because the tooth had a temporary covering to prevent infection and damage and also she was unable to eat anything that was not fairly soft nor could chew on the side of the molar under repair. This report remains serious (significant disability).